Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this right ventricular lead exhibited low impedance measurements and loss of capture. No adverse patient effects were noted.